Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria.   Based on the results of the investigation, there was a deviation from instructions for use by not placing the ethylene oxide cap correctly in the reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cysto-nephro videoscope's scope blew due to not attaching the ethylene oxide (gas) valve cap. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.